Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return sample testing was completed with the following results: architect syphilis tp: 0.15 s/co (non-reactive) recomline treponema igm: borderline (low intensity for: tp47) recomline treponema igg: negative (no reaction) note: testing was performed using a retained reagent kit of architect syphilis tp reagent lot 70088be01, as complaint lot 72249be01 was not available for testing in the abbott shanghai laboratory. During in-house testing a non-reactive result was generated for the return sample with architect syphilis tp, reagent lot 70088be01, which is discrepant to the borderline recomline treponema igm result and the results reported by the customer for sysmex and the tppa test. Therefore, investigation for lot 70088be01 was performed within this product evaluation. As also with reagent lot 70088be01 the result was non-reactive it could be shown that the non-reactive result is not lot specific. The ticket search by lot indicates that the reagent lot(s) performs as expected for this product. The ticket trending review of complaint data for the complaint list number does not identify any increase in complaint activity. A device history review did not identify any potential non-conformances, non-conformances and deviations associated with the complaint lot number(s). Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect syphilis tp reagent lot 72249be01 was identified.

Event description:
The customer observed false nonreactive architect syphilis tp for a 71-year-old male hemodialysis patient. The following results were provided: on (B)(6) 2025, specimen a, abbott syphilis result= 0.20 s/co, on (B)(6) 2025, specimen b, sysmex syphilis result= 4.51 coi (reference range <1.0 coi), tppa, result= positive; trust result= negative; (B)(6) 2025, abbott syphilis result= 0.11 s/co, (B)(6) 2025, specimen c, abbott syphilis result= 0.12 s/co; sysmex syphilis result= 5.16 coi, tppa result= positive; trust result= negative . There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 08d06-77 that has a similar product distributed in the us, list number 8d06-31 / 41, with 510k number k153730. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false nonreactive architect syphilis tp for a 71-year-old male hemodialysis patient. The following results were provided: (B)(6) 2025, specimen a, abbott syphilis result= 0.20 s/co. (B)(6) 2025, specimen b, sysmex syphilis result= 4.51 coi (reference range <1.0 coi), tppa result= positive; trust result= negative; (B)(6) 2025, abbott syphilis result= 0.11 s/co. (B)(6) 2025, specimen c, abbott syphilis result= 0.12 s/co; sysmex syphilis result= 5.16 coi, tppa result= positive; trust result= negative. There was no impact to patient management reported.